Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care professional (hcp) went in to revise the device pocket. The patient had chronic pain around the device site, which was the reason for the pocket revision. The pacemaker was also electively replaced during the pocket revision procedure. There were no additional adverse patient effects reported. The pacemaker will not be returned as it remains in the hospital's possession.